Manufacturer narrative:
Repairs have not been completed.

Event description:
Info received indicates when he presses the head up switch at the left head siderail the head will raise, but when he lets off the switch the head continues to rise. If he presses head down, the head runs down, but after letting off the switch, the head will start rising unintentionally. The head function works properly from the right siderail. There were no injuries.